Manufacturer narrative:
Ge healthcares (gehc) investigation has been completed. The customer was unresponsive to multiple attempts by gehc to obtain additional information regarding the devices. Gehc requested culture results for the inspiratory safety guard (isg) however the customer was unresponsive to inquiries made by gehc. There is no evidence that the device caused aspergillus fumigatus. The root cause is undetermined.

Event description:
The hospital reported a patient that used a carescape r860 had a respiratory infection by aspergillus fumigatus on day 5 post use. No other information provided to date. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. D4 serial number not provided. D4 primary UDI number unknown because the serial number was not provided. H4 date of device manufacture unknown because the serial number was not provided.